Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that "alert/notification settings issue" occurred. On (B)(6) 2026, around 2am, the reporter called ems for the patient (her mother) because ¿her sugar was too low for a period of time¿ and the patient¿s dexcom receiver did not provide the patient with any alerts/alarms notifying her of her hypoglycemic state. At some point during the event, the patient¿s bg meter reading was 40 mg/dl. No other patient or event details were provided, including patient symptoms or treatment details. No other patient or event details were available. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.